Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited rising shock impedances, subsequently reaching a high out of range measurement of 134 ohms. The healthcare provider (hcp) and subsequently the physician indicated that they were considering performing defibrillation threshold (dft) testing. Boston scientific technical services (ts) discussed about the possibility that encapsulation or calcification on the lead tip is a cause of the gradual rise in shock impedance and explained the concern that therapy may not be effective when the shock impedance is greater than 145 ohms. Ts recommended performing a commanded maximum energy shock test to determine the integrity of the system rather than a dft test, which will determine if an arrhythmia can be converted. However, ts discussed that it is at the physicians discretion what specific action to take. It was subsequently reported that a commanded maximum energy shock test was performed, and the associated shock impedance measurement was 108 ohms, which is within the specification limit. As a result, it was determined that the patient will continue to be monitored. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited rising shock impedances, subsequently reaching a high out of range measurement of 134 ohms. The healthcare provider (hcp) and subsequently the physician indicated that they were considering performing defibrillation threshold (dft) testing. Boston scientific technical services (ts) discussed about the possibility that encapsulation or calcification on the lead tip is a cause of the gradual rise in shock impedance and explained the concern that therapy may not be effective when the shock impedance is greater than 145 ohms. Ts recommended performing a commanded maximum energy shock test to determine the integrity of the system rather than a dft test, which will determine if an arrhythmia can be converted. However, ts discussed that it is at the physicians discretion what specific action to take. It was subsequently reported that a commanded maximum energy shock test was performed, and the associated shock impedance measurement was 108 ohms, which is within the specification limit. As a result, it was determined that the patient will continue to be monitored. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited rising shock impedances, subsequently reaching a high out of range measurement of 134 ohms. The healthcare provider (hcp) and subsequently the physician indicated that they were considering performing defibrillation threshold (dft) testing. Boston scientific technical services (ts) discussed about the possibility that encapsulation or calcification on the lead tip is a cause of the gradual rise in shock impedance and explained the concern that therapy may not be effective when the shock impedance is greater than 145 ohms. Ts recommended performing a commanded maximum energy shock test to determine the integrity of the system rather than a dft test, which will determine if an arrhythmia can be converted. However, ts discussed that it is at the physicians discretion what specific action to take. It was subsequently reported that a commanded maximum energy shock test was performed, and the associated shock impedance measurement was 108 ohms, which is within the specification limit. As a result, it was determined that the patient will continue to be monitored. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 168 millimeters from the terminal pin and only the proximal segment was returned. There was blood and body fluid observed in the lead lumens due to damaged insulation. Testing was completed to assess electrical performance of the lead segment. Measurements were within normal limits indicating the lead conductors are intact on this segment of the lead. Insulation damage was observed approximately 165 to 168 millimeters from the terminal pin likely due to abrasion of the lead on the device can while implanted during normal use. Analysis was unable to confirm the high out of range shock impedance allegation based on normal lead resistance measurements observed during testing and visual inspection which showed no lead conductor fracture on the returned segment of the lead.